Event description:
Reference number (B)(4) event occurred in canada it was reported that the patient experienced occlusion at site on (B)(6)2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint: (B)(4) has been evaluated. The batch: 6008507 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot: 6008507 was manufactured according to the wi version 37 manufactured in the line m14, on 06/aug/2024, with a total of (B)(4) units. Welding: the lot: 4g05771 was glued according to the wi version 34, machine ls06 - ls07, with a total of (B)(4) units. The lot: 4h00375 was glued according to the wi version 34, machine ls24, with a total of (B)(4) units. The lot: 4h00374 was glued according to the wi version 34, machine ls24- ls25, with a total of (B)(4) units. Gluing connector: the lot: 4g03940 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot: 4g05766 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot: 4g06109 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot: 4h00370 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 19/may/2025 against malfunction code idd-pmc03.01 and lot: 6008507 and another 1 complaint have been registered in database for the same lot: 6008507 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, complaint confirmed as failure of the device, no other complaint received on the lot in question and malfunction code.